Event description:
Per the clinic, the device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode into the external ear canal, and an infection (staph) at the incision site. The patient was treated with antibiotics (including intravenous) for one month. Revision surgery has been scheduled, but has not yet occurred as of the date of this report.